Event description:
It was reported that the patient had a catheter revision in (B)(6) 2011. The drug in the pump was infumorph. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product type: catheter: product ID 8590-1, lot# n103943, implanted: (b)(60 2007, explanted: (B)(6) 2011. Product type: accessory: product ID 8596, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011. Product type: catheter. (B)(4).

Event description:
Additional information received reported that the reporter had "no idea what happened" when the catheter revision was done in (B)(6) 2011, as the patient lived in another area at that time and was followed by a different physician. The reporter was unaware of the event and only knew of it secondhand from the patient who indicated that an hcp where the patient used to live revised it. It was noted that the patient and family were very poor historians and were unable to clarify the event further, only stating "they have messed with that pump before." No further information was reported. Additional information has been requested, but was not available as of the date of this report.